Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from two years remaining to five months remaining over the course of six months. As such, a request was made to have data from this device analyzed. Data analysis showed that although the device is depleting normally, until recently, the battery voltage curve showed a higher-than-expected value. Due to this unexpected battery behavior, a technical services consultant recommended device replacement within 90 days. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Of note, there was no involvement by a local area boston scientific field representative in this case. As of 02-jan-2025, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from two years remaining to five months remaining over the course of six months. As such, a request was made to have data from this device analyzed. Data analysis showed that although the device is depleting normally, until recently, the battery voltage curve showed a higher-than-expected value. Due to this unexpected battery behavior, a technical services consultant recommended device replacement within 90 days. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Of note, there was no involvement by a local area boston scientific field representative in this case.